Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of the colleague infusion pump with a sharp edge was confirmed. The front bezel to the main housing was out of alignment, which resulted in a raised sharp edge. It was an out of box failure. Additional: a service history review revealed that the device has not been previously serviced by baxter. A device history review was performed and there were no exceptions noted during the manufacturing of this device. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This involved a colleague version p1.7 infusion pump with a user interface module master software version 8.11.00.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the engineer took the device out of the box, and one of the new devices has a very sharp edge on the top device, underneath the handle on the top of the case. The engineer cut his knuckle open. There was a serious injury associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.